Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with high blood glucose levels. It was reported that the customer's levels were fluctuating. The customer's blood glucose level was reported to have been 202mg/dl, and gone as high as 422mg/dl. The customer's blood glucose level at the time of incident was 324mg/dl. It was reported that the customer was going to treat the highs. It was reported that the customer had bent cannula. It was reported that the customer would call the help line at a later time with supplies in hand, in order to conduct troubleshoot.